Event description:
The transfer set separated from the titanium-adapter during use (40 days). The sample is not available. There was no patient injury or medical intervention.

Manufacturer narrative:
Per the customer, the sample was not available for evaluation.